Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2026, due to patient requiring multiple mris and surgery for other medical conditions. There are no plans to reimplant the patient with a new device as of the date of this report.